Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 160 mg/dl. Customer's father reported he did not recall any significant event that may have caused the device to alarm. Customer's father stated he would have customer call back. Customer called and reported normal use. When asked if customer recalled any significant event that many have caused the device to alarm. Customer's father had informed the customer to revert to back up plain. Customer was advised to discontinue use of the device and revert to back up plant. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no down button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip.